Manufacturer narrative:
(B)(4). The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report single leaflet device attachment (slda) and unchanged tricuspid regurgitation (tr) it was reported that this was a mitraclip procedure to treat tricuspid regurgitation (tr) with a grade of 5+. It was noted that prior to the procedure, due a motor vehicle accident, the patient had a papillary muscle rupture on the anterior leaflet, a torn anterior leaflet and an excessive flail gap. The clip delivery system (cds) was inserted and the clip was successfully deployed on the anterior and septal leaflets. However, after deployment, the clip detached from the septal leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). No additional clips were implanted, and tr remained at a grade of 5+. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have influenced the reported issues. Additionally, a review of the complaint history did not identify any similar incidents. Based on the available information, the reported single leaflet device attachment (slda) was due to preexisting challenging patient anatomy. The reported unchanged tricuspid regurgitation (tr) was a result of the reported slda. The reported off label use was due to the user performing the mitraclip procedure on the tricuspid valve. Per the indication for use section of the mitraclip ntr/xtr system instructions for use, "the mitraclip system is indicated for the percutaneous reduction of significant symptomatic mitral regurgitation. In this case, the device was used for a tricuspid valve procedure and is considered off-label use of the device. There is no indication that the off-label use of the mitraclip device influenced the reported event. There is no indication of product quality issue with respect to manufacture, design or labeling.na